Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the patient¿s mobile transmitter exhibited burn spots and had melted. The mobile transmitter was not used and replaced. There were no patient consequences.